Event description:
The device was returned to baxter for service. During product eval, the baxter technician reported an infusion pump with an inoperable channel select button on channel c. There was no pt injury or medical intervention necessary. No additional info is available.

Manufacturer narrative:
Eval summary: inspection of the pump by service found an inoperable channel select button on channel c. There was no stated root cause for this condition. The keypad on channel c was replaced to address the condition found by service. The pump was tested and returned within spec. This issue is currently being investigated.